Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump, numbers were ramping up and screens were switching on their own. The insulin pump reportedly was not bumped, dropped, or exposed to moisture. The customer's blood glucose level was 8.6 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received unresponsive button due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted during our testing. The insulin pump has scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.